Event description:
This lead extension was intended for trial implant in (B)(6). During the procedure, the physician was unable to connect the lead with the extension. Additionally, invalid impedance measurements were observed on several contacts. A new lead extension was used to complete the case. No patient complications resulted from this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.